Event description:
A malfunction alarm was reported for the customer's pump, indicated by the malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, but the malfunction code recurred. As a result, a decision was made to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer understood how to store the pump and was directed to return the faulty pump using a prepaid label within ten days.